Event description:
It was reported that there were impedance readings greater than 40,000 ohms on contacts c/3, 0/3, 1/3 and 2/3. It was noted that initially the patient had issues with 0/3 about a month after the implant. A longevity calculation was estimated for the implantable neurostimulator (ins) battery life. Settings were at 5.0v, 90pw, 185 hz, 2-1+ and 852 ohms 5.902ma. The estimated longevity was 15.25 months to elective replacement indicator (eri) and 18.25 months to end of service (eos). At 3.9v eri was 23.16 months and eos was 2.18 years, at 4.4v it was 18.93 eri and 21.93 months to eos. Battery voltage on the date of this report was 2.79v and in (B)(6) 2014 it was 2.87v. There was a loss of therapeutic effect. It was noted that the patient had consistently being titrating up since implant in (B)(6) 2013. Patient was having disease progression, modification of medication and a possible system issue. Additional information was requested but had not been received as of the date of this report. Reference manufacturer¿s report number: 3004209178-2014-10146.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v257583, implanted: (B)(6) 2009, product type ; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3387s-40, lot # v257583, implanted: (B)(6) 2009, product type lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37602, serial (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 37602, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the deep brain stimulator (dbs) device worked very well and the patient was pleased with the device and it had improved his quality of life. Their batteries needed to be replaced and the problem was with the neurologist. They were being replaced due to normal battery depletion. The patient didn't think the battery lasted long and so the doctors weren't 100% if it was a defective battery because they were on high settings and they weren't 100% sure why the batteries were running out so quickly.

Event description:
Additional information received reported the patient did not have any concerns with their device or therapy.